Event description:
One patient sample with discrepant magnesium results. Initial result gave 0.4 mg/dl, repeat gave 1.4 mg/dl. Initial result not reported. The field service representative was unable to determine the cause of the discrepancy. Performance test performed, which were within specification.